Event description:
Patient had multiple vf detections due to noise on the ventricular channel and far field channel. Impedances, threshold and sensing is all normal but the recordings look like there might be an outer insulation break. Device remains implanted. The rv lead and this ICD were explanted and replaced the next day.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.